Event description:
Bioabsorbable screw reported to have broken during insertion into hard bone. Surgeon retrieved broken portion of the screw. The surgeon reported that the portion of the screw remaining in the bone provided a satisfactory level of fixation and that the issue had not impacted patient.